Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing additive with the incident lot was observed. Additionally, evaluation of the customer samples was performed, and all tubes were found to contain the correct amount of additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; however there were related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect additive quantity with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes had no additive in the tube so the samples are clotted. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer naf 3.0mg na2edta 6.0mg plus blood collection tubes had no additive in the tube so the samples are clotted. No serious injury or medical intervention was reported.